Event description:
Country of complaint: (B)(6). Needle is supposed to be microtip short cutting needle (hrc) but when the packaging is opened doctors found the needle as hr needle.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: no samples are available. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a proper analysis cannot be performed to study the affected product to see if it does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-open and analyzed. Please note that when no samples are received our analysis is very limited. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.